Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Event: subsequent follow-up with the customer, additional information was received. The reporter stated that there were no patient consequences or impact to the user. It was reported that the patient's meniscus was average/poor. It was reported that the surgeon was not off axis. It was reported that the surgeon fully depressed the trigger until it clicked. It was reported that the tip of the needle was still in scope view. It was reported that the surgeon penetrated the meniscus all the way to the depth stop. It was reported that the repair was completed by partial meniscectomy and two fastfix all inside sutures, which worked successfully to complete the procedure. It was reported that the surgeon did not use a probe. It was reported that a continuous force was applied to pull out the anchor. It was reported that the anchor did not remain on the inserter after removal from the cannula. It was reported that the suture did not wrap around the handle or driver. It was reported that the surgeon did not grasp the suture during insertion. It was reported that the surgeon used appropriate downward force applied with driving anchor in. It was reported that only limb available suture were tested to verify the repair. The expiration date was documented as unknown in the initial report and has been updated as 1/31/2021; therefore, UDI: (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed 04/24/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that during a meniscal repair the second implant was removed by pulling on the suture. The procedure was completed using another implant with a 25 minute time delay. The affiliate stated that fragments were generated and had to be removed by making an additional portal. It was noted there was no patient consequence or impact to the patient. The quality of the patient¿s meniscus was noted to be average to poor. The surgeon was not off axis. It was noted the surgeon fully depressed the trigger until the click and the tip of the needle was still in scope view. The surgeon penetrated the meniscus all the way to the depth stop. Partial meniscectomy and two (2) fastfix all instde sutures were used to successfully complete the procedure. The surgeon did not use a probe. Continuous force was applied when the anchor pulled out. The anchor did not remain on the inserter after removal from the cannula. The suture did not wrap around the handle or driver. The surgeon did not grasp the suture during insertion or removal. The surgeon used the appropriate downward force when driving the anchor in. The only suture limb available was used to verify the repair. This is report 3 of 4 for (B)(4).